Event description:
The customer reported approximately one (1) milliliter (ml) of fluid was on the test tube sample from the cap pierce door involving coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. The customer confirmed the fluid was contained within the unit. Patient results were not released out of the laboratory, and patient care was not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment prior to troubleshooting. The customer cleaned the dripped area with absorbing paper towel and removed the probe wipe block, cleaned with household bleach, and rinsed it with deionized (di) water. The customer noted buildup on the probe. The customer reassembled the block, closed the door, and restarted the system successfully with no evidence of fluid leak. The unit was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. The customer has an exposure control/risk management plan at the facility.